Event description:
The event is reported as: the customer alleges the lubricant applied to the gastric port leaked into the airway tube of the device. The reported defect was detected prior to use however, the device was in the operating room in preparation for a procedure. There was no patient involvement.

Manufacturer narrative:
The device sample was returned, however the investigation is incomplete at the time of this report. Several samples were received on (B)(4) 2014 at the same time and after further discussion, the decision was made to open additional complaints on (B)(4) 2014.